Manufacturer narrative:
(B)(4). Date sent: 12/8/2023. D4: batch # 476c10. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. After further analysis, the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, the spring firing trigger was noted missing and the distal channel retainer was noted to be damaged. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. The damage to the distal channel retainer is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 476c10, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, the spring fell off from the handle when severing vascular tissue. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.